Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the h6: patient codes and patient code description, and additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The rv lead was explanted.